Event description:
A malfunction alarm was reported, identified as malf 12, although no notable events occurred prior to this issue. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. Technical support provided instructions to reset the pump and assisted the customer, ensuring the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues arise.